Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the lead exhibited an insulation anomaly. The lead was not used and a new lead was implanted. The patient was doing well after the procedure.